Event description:
It was reported that the customer entered 23 grams of carbs, with a carb ratio of 1:25. The pump recommended 0.92 units of insulin. The customer overrode the recommended amount and delivered 15 units of insulin. Customer's blood glucose level was impacted; however, followup with customer indicated that the customer's blood glucose level had normalized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.